Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that the roller pump made a grinding noise. As a result, an alternate device was employed. No other details regarding the nature of the event were provided.